Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 87 mg/dl. The customer stated that prior to the event he was experiencing high blood glucose. The customer over bolused to treat the high readings. The customer also stated that he was performing a lot of physical activity on the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.